Manufacturer narrative:
(B)(4).

Event description:
It was reported that a non-dependent patient presented to the clinic for follow up. Loss of capture and intermittent capture were observed during testing. Noise was not reproducible with isometrics of manipulations. The patient was asymptomatic. The patient will be going out of the area to have the lead replaced.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received indicated that the lead was capped and replaced on (B)(6) 2016 due to dislodgement.